Manufacturer narrative:
Visual inspection of the device showed no visible defects. In section of the valve seal revealed a major tear on outer slit. During the standard aspiration, hemostasis, and air pressure test the sheath passed all testing. During the extensive engineering testing methods the device did not pass aspiration or hemostasis tests when a polarx catheter was inserted, withdrawn, or tipped at slight angles (relative to the sheath). Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.

Event description:
It was reported that during introduction of the polarsheath for a cryoablation pulmonary vein isolation procedure, the sheath was leaking out blood and air is coming in. No patient complications were reported. This product is part of the 92688876-fa advisory population for the polarsheath steerable sheath.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during introduction of the polarsheath for a cryoablation pulmonary vein isolation procedure, the sheath was leaking out blood and air is coming in. No patient complications were reported. This product is part of the 92688876-fa advisory population for the polarsheath steerable sheath